Manufacturer narrative:
The associated visionaire cutting block was not returned for evaluation. However, our investigation including an engineering analysis by our visionaire team was conducted. After evaluation, it was determined that all visionaire case alignment parameters were found to be within visionaire standards. No root cause can be determined by engineering evaluation. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery, when the surgeon attempted to cut through the femur block slot, he noticed the cutting slot wasn't completely extruded, there was a thin layer of nylon closing off one side of it. When he went to cut through the tibia block, the mis wing of the cutting slot snapped off and flew across the room. The surgeon was able to use our blocks as a pin guide, but had to cut through the standard metal cutting blocks to make his distal and proximal cuts. No delay was reported.